Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. Performance data was collected from the device and the data has been analyzed. The device had a power on reset (por) for critical ram parity error, between (B)(4)-2011. There was a patient alert for device circuit error on (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a power on reset (por) noted following the patient's first radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a power on reset (por) noted following the patient's first radiation therapy. It was further reported that the patient felt they had at least one shock following a completed series of radiation therapy. Device interrogation indicated a por occurred; however, the shock could not be confirmed. All data was cleared and lead integrity alert (lia) was reinstalled. The device is still in use. No patient complications have been reported as a result of this event.